Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix/lobe was distorted/bent. It was also noted that there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.

Event description:
It was reported that during the implant attempt, the helix only deployed about a third of the way out and would not budge. Torque build up was visible on the distal coil as it was physically changing shape and there was resistance on the rotation tool. The implant was cephalic and the physician went through three 11 french introducers. The vein had a sharp bend. After the lead was removed, the helix would not extend. The physician inserted a forth introducer cephalically but discovered if he pulled on the patients arm the vessel would straighten, allowing the lead to be placed more easily. A new lead was implanted and no patient complications have been reported as a result of this event.